Manufacturer narrative:
The pump had no blank display noted. The pump alarmed motor error during rewind due to corroded motor home switch. Analysis was unable to displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents due to motor error alarm. The pump had cracked case at display window corner (upper right, upper left and lower right corners), cracked reservoir tube, cracked reservoir tube lip and moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 215 mg/dl. The customer states the pump went blank and it would not turn on. New batteries were inserted, but the display would not return. She did mention the pump was exposed to a humid environment and she does have some cracks on the display. The customer also noted she had a stroke, and her doctor blamed it on being diabetic for 38 years. The customer sates the stroke was not due having a high or low blood glucose. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.